Event description:
It was reported on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath for in a patient whose left atrial appendage (laa) exhibited a windsock-shaped anatomy. The amulet device placement was initiated immediately following mitraclip implantation. The left atrial pressure was recorded at more than 12 mmhg. At 135° transesophageal echocardiography (tee), two well-developed pectinate muscles were noted on the distal posterior side within the laa, and the effective depth was approximately 15 mm, indicating a shallow appendage. A strategy was adopted to deploy and position the lobe as deeply as possible at the site of the discrete narrow opening. The landing zone measurements on tee were 28 mm at 0°, 27.3 mm at 135°, 24 mm at 90°-, and 23-mm at 45°. Based on these measurements, a 28 mm amulet device was selected, and deployment was initiated. Although the transseptal puncture was performed inferiorly, the sheath axis was unfavorable, resulting in an angle from the superior side. During the first attempt, the lobe was deployed with strong counterclockwise manipulation; however, partial recapture was required because the posterior shoulder of the lobe protruded. Two additional attempts were made with slightly weaker counterclockwise manipulation to adjust the sheath axis, but the posterior shoulder continued to protrude toward the left atrial side, necessitating partial recapture. Subsequently, the device was manipulated slightly more proximally, with counterclockwise tension adjusted slightly clockwise to create a ball shape, and the lobe was slowly deployed, achieving a position close to the intended location while minimizing lobe protrusion. After disc deployment, the close sign was verified, color doppler was activated, tension testing was performed, and contrast angiography confirmed no issues, leading to device release. The minimum distance between the pulmonary artery (pa) and laa was approximately 3 mm, and the placement position was considered acceptable. Protamine was administered to neutralize the anticoagulant effect of heparin. No pericardial effusion was observed until the patient left the operating room. Postoperatively, dual antiplatelet therapy (dapt) was prescribed. At follow-up approximately 30 days after the procedure, transthoracic echocardiography revealed no abnormalities. About four months post-procedure, on (B)(6) 2025, the patient presented with fatigue and malaise. Pericardial effusion was detected, and pericardial drainage of 300 cc of bloody fluid was performed. The distance between the laa and pa remained 3 mm, making an impact on the pulmonary artery unlikely. During the procedure, the device lobe had been repeatedly deployed within the laa space and pressed against the laa wall, suggesting possible tissue compression. Given that the short diameter of the laa landing zone at 45° was 23 mm, it was considered that strong compression from the 28 mm device might have caused microperforation of the thin laa wall over time. Based on the shape of the anchors and the lobe, pericardial effusion was considered to occur at a certain rate. The patient is currently under observation, and the condition remains stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device incompatibility with fatigue, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported patient device incompatibility could not be determined. The reported fatigue, pericardial effusion, and cardiac tamponade are likely cascading effects from the event. A prolonged hospitalization and unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath for in a patient whose left atrial appendage (laa) exhibited a windsock-shaped anatomy. The amulet device placement was initiated immediately following mitraclip implantation. The left atrial pressure was recorded at more than 12 mmhg. At 135° transesophageal echocardiography (tee), two well-developed pectinate muscles were noted on the distal posterior side within the laa, and the effective depth was approximately 15 mm, indicating a shallow appendage. A strategy was adopted to deploy and position the lobe as deeply as possible at the site of the discrete narrow opening. The landing zone measurements on tee were 28 mm at 0°, 27.3 mm at 135°, 24 mm at 90°, and 23 mm at 45°. Based on these measurements, a 28 mm amulet device was selected, and deployment was initiated. Although the transseptal puncture was performed inferiorly, the sheath axis was unfavorable, resulting in an angle from the superior side. During the first attempt, the lobe was deployed with strong counterclockwise manipulation; however, partial recapture was required because the posterior shoulder of the lobe protruded. Three partial recaptures were performed during the procedure due to difficulties associated with the shallow laa anatomy. Two additional attempts were made with slightly weaker counterclockwise manipulation to adjust the sheath axis, but the posterior shoulder continued to protrude toward the left atrial side, necessitating partial recapture. Subsequently, the device was manipulated slightly more proximally, with counterclockwise tension adjusted slightly clockwise to create a ball shape, and the lobe was slowly deployed, achieving a position close to the intended location while minimizing lobe protrusion. After disc deployment, the close sign was verified, color doppler was activated, tension testing was performed, and contrast angiography confirmed no issues, leading to device release. The minimum distance between the pulmonary artery (pa) and laa was approximately 3 mm, and the placement position was considered acceptable. Protamine was administered to neutralize the anticoagulant effect of heparin. The patient¿s activated clotting time (act) during the procedure was 384 seconds. No pericardial effusion was observed until the patient left the operating room. Postoperatively, dual antiplatelet therapy (dapt) was prescribed. The patient was in atrial fibrillation at the time of the procedure and had been on oral anticoagulant therapy prior to the procedure. At the time of effusion detection, the patient was on antiplatelet therapy (apt). At follow-up approximately 30 days after the procedure, transthoracic echocardiography revealed no abnormalities. About four months post-procedure, on 01 december 2025, the patient presented with fatigue and malaise. Pericardial effusion was detected, and pericardial drainage of 300 cc of bloody fluid was performed. The effusion was circumferential, with the largest dimension approximately 10 mm, and cardiac tamponade was concluded to be present. The effusion was observed around the heart, but the specific location could not be identified. The distance between the laa and pa remained 3 mm, making an impact on the pulmonary artery unlikely. During the procedure, the device lobe had been repeatedly deployed within the laa space and pressed against the laa wall, suggesting possible tissue compression. Given that the short diameter of the laa landing zone at 45° was 23 mm, it was considered that strong compression from the 28 mm device might have caused microperforation of the thin laa wall over time. Based on the shape of the anchors and the lobe, pericardial effusion was considered to occur at a certain rate. The user believes the pericardial effusion was caused by the abbott 28 mm amulet device. The patient is currently under observation, and the condition remains stable.